Event description:
Facility reports a dialyzer leak on repocessed dialyzer. Dialysate tested positive for blood, system of blood discarded with ebl reported as 190ml. No medical intervention was necessary. Hematocrit stable. Director of nursing concerned over increase in blood leaks over last 4 months. Cms query performed. This showed no increase or unusual trend.